Event description:
A customer reported experiencing a past low blood glucose event, with the lowest level recorded at 40 mg/dl. Cause was not known. The customer consumed carbohydrates as treatment. Technical support recommended that the customer have a meter to test blood glucose.